Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days from receipt. This is one of four products implanted in the same pt and reported under mfg report numbers 3003742446-06-00733 and 3003742446-06-00734.

Event description:
The report we received from the pt indicated that he had a cardiac catheterization done and it was found that there was a 78% blockage in the artery previously treated with cypher stents. The pt indicated that he has had "chronic wall pain" since the stenting.